Manufacturer narrative:
Section d4, g1, and h4: additional information manufacturer's investigation conclusion: the report of an increase in pump power cannot be confirmed. The patient¿s log file contained approximately 7 days of data, spanning from (B)(6) 2019 20:41 to (B)(6) 2019 12:58, which captured routine power exchanges and pi events. The device appeared to be operating as expected and remained above the low speed limit of 9400 rpms for the duration of the log file. Pump power, flow, and avg. Pi ranged from 5.2-7.6 watts, 3.4-7.5 lpm, and 1.6-6.4, respectively. No unusual events or alarms were captured in log file and the events did not appear to correlate to device thrombosis. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 7 months, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 patient reported to have increase in power over the weekend and concern for pump thrombosis. No further or additional information was provided.